Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00212. It was reported that one of the patient's leads migrated. The issue was confirmed via x-ray. In turn, surgical intervention may take place at a later date to address the issue. It is unknown which lead is related to the issue. Therefore all leads are being reported.

Event description:
Additional information received indicated that the l4 lead was not related to this issue.

Manufacturer narrative:
Correction: manufacturing reference number 1627487-2022-00213 should not have been reported as a medical device report (MDR) due to additional information indicating that the l4 was not related to this issue after patient underwent surgical intervention and issue was pertaining to l3 lead, and thus no longer reportable. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.